Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had migrated and the patient was experiencing pain. Hence, a pocket revision was performed. No additional adverse patient effects were reported.